Event description:
Device malfunction: cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the perclose a-t device attempted arteriotomy closure of a moderately calcified common femoral artery after a diagnostic procedure. Reportedly, "the device failed to retrieve the suture after the needle plunger was retracted." The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.